Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the fluid path nor the needle mechanism that would hinder the cannula's ability to insert. The cause of this event could not be determined. No damages were observed that would cause a failure to adhere. The cause of this event could not be determined. The formed needle was inspected for damages that would cause irritation, and none were observed. The cause of this event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 786 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). The patient stated the adhesive was not secure and anytime they use something else they get itchy or the skin gets irritated. As treatment, the patient removed the pod and successfully applied a new pod.